Event description:
It was reported by repair work order that the zoom disengages during use due to a damaged cam bracket assembly. It was also reported that the zoom is intermittent due to loose zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.